Event description:
A facility reported that during use of the mayfield modified skull clamp (a1059) in a posterior cervical spine surgery, at some point during the procedure, the patient's head slipped in the clamp and left a 2cm laceration/gash on the left temple side of the head. The gash was stapled to close by the surgeon and the case was completed as normal following the event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was not returned, and the serial number provided appears to be invalid; therefore, device history record (DHR) could not be reviewed. Additionally, failure analysis cannot be completed due to the lack of information received to perform a complete investigation; therefore, the definite root cause cannot be determined. However, the device is beyond integra¿s 7 years recommended life cycle (manufactured in 2014). The probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.